Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient presented for a 45-day follow-up transesophageal echo (tee) on (B)(6) 2022. The watchman device appeared to be well positioned with no peri device leak. A small layered thrombus was evident on the device. The patient had poor kidney function so was on a reduced dose of pradaxa. The patient's pradaxa dose was increased to a full dose and a tee will be repeated in 6 weeks. No patient complications were reported to have occurred due to this event.